Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement that was discovered by x ray. The patient was seen in the clinic post operatory within a week or two after the initial implant. The threshold had increased significantly. When trying to reposition the lead, the screw would not retract after more than thirty turns with the extension and retraction tool. The mentioned screw management is not a recommended procedure. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.